Event description:
It was reported that the device was used during a thoracotomy. It was reported by the rep that the device locked out when the surgeon tried to fire it on the tissue. The device was removed without consequence to the pt. A second device was opened to complete the case.